Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Visual examination of the returned product identified that the control bar was not flush with the master blade. Functional testing could not be performed as the motor was not functioning properly. Additionally, the device was out of calibration at the 0 and 20 readings. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that device is in need of repair. This device was returned only for annual preventative maintenance. At product evaluation investigation the device motor was jumpy and unable to determine rpms. No adverse events were reported as a result of this malfunction.